Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had an irritation on her right side next to the electrodes. The patient reported that the irritation was red with broken skin. The patient's physician advised the patient to take benadryl for the irritation. Follow-up indicated that the irritation had healed.